Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated. The interrogation process started but continued to fail. It was suspected that the cause was normal battery depletion. The device was explanted and replaced due electively and the patient was stable with no consequences.